Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 78-year-old female with cardiomyopathy was to be implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 pump was unable to advance through the patient's vasculature during attempted delivery. As a result of the noted issue, the decision was made to abort the implant. There was no patient harm.